Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy evo while in patient use. There were no reports of injury or harm. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed during an operational check. During the evaluation it was noted that the devices ac power indicator did not light even when connecting to the ac power therefore, the power supply was replaced to address the issue. Additionally, during the service of the device, the blower assembly and flow sensor were replaced due to dirt observed and the system board was replaced due to the micro-usb port being deformed unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).